Event description:
It was reported that a minicap extended life peritoneal dialysis transfer set had a ¿rupture [that was] found after completed the exchange." There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with a crack/damage noted in the main body. A leak test, clear passage test, and clamp function test were performed with no issues noted. The reported problem was confirmed through the sample evaluation. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was reported to be available but has not yet been received. A trend review will be conducted. If similar reports have been received, baxter will continue to monitor to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.